Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected as ventricular fibrillation (vf). It was noted that the patient experienced syncope. The crt-d remains in use. No further patient complications have been reported as a result of this event.